Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was due to an unspecified malfunction alarm. Customer changed to an alternate insulin pump ro resolve the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management.